Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. The two devices were returned together. Both had considerable debris. The glued joints at the cable input had separated on both devices, exposing the internal wiring and compromising the insulation. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found the following warnings and precautions related to the reported failure: attempts to reuse these devices can damage the insulative coating or cable resulting in harm to the patient or user. Inspect electrode cables and coated surfaces for possible damage of insulation. The complaint was confirmed and the root cause was associated with component failure. Factors that could have contributed to the reported event include use for a greater time period than anticipated or unintended forces on the handle.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a surgery, the electroblade resector outside sheath was loose and came apart. The procedure was successfully completed without a significant delay using a back up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.